Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Upon insertion of the sensor, the patient started bleeding and went to the emergency room (ER) and received stitches. At the time of report, the patient was in stable condition. No additional patient or event information is available.